Event description:
It was reported that this right atrial (ra) lead had dislodged. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.